Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that the battery compartment was in need of repair, however it was noted that both battery wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the battery compartment of the external pulse generator (epg) was in need of repair. The epg has been returned for repair. No patient complications have been reported as a result of this event.